Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material in jet tube, air/water cylinder and air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. <<see DHR examples as applicable to the investigation results>> should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the jet tube, in the air water cylinder and the air water tube. There was no patient involvement.

Manufacturer narrative:
Updated field: h4.

Event description:
No additional information received from customer.